Manufacturer narrative:
(B)(4). S/w version = unknown. Retainer ring = black. Customer returned pump for an alleged pump error 43 found on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, rewind, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to blank display. Unable to download to thus software due to blank display. Unable to verify pump error 43 due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and corroded battery tube.¿ the original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case on corner of belt clip rails, cracked case on battery tube, pillowing keypad overlay, cracked battery tube threads, cracked case above arrow and battery icon, minorly scratched lcd window, and cracked keypad overlay. Unable to verify pump error 43 due to blank display. Blank display confirmed due to moisture damage on the pcba 1, pcba 2, and corroded battery tube. Unable to download history/traces confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had a received pump error alarm and they able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer was discontinue use of the device.